Event description:
Md procedure note: coronary intervention was performed in the circumflex distribution; this was a type c very complex retroflexed high-grade ostial/proximal stenosis which was calcified. With much difficulty and angioplasty wire was deployed distal to the stenosis, initial inflations were performed across the 98% stenosis, ultimately a 2.5 mm balloon was inflated to 20 atm. There was reduction in the stenosis from 98% to 70%. There was timi ii flow (partial reperfusion) in the vessel to begin, timi-3 flow (thrombolysis in myocardial infarction) in the vessel at the end. A resolute stent was then inserted into the ostium of the circumflex, as the stent pushed into the ostium of the circumflex, the guide prolapsed back from the cage of the transcatheter valve, the stent became entrapped within tavr (transcatheter aortic valve replacement) strut, this caused separation of the shaft of the stent catheter, this was then retrieved with a snare, leaving the stent in position in the left main. Another snare was then used to retrieve the stent. At this point procedure was terminated.